Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Wife called in because her husband was just taken to the hospital via ambulance for high bg with vomiting. Husband is wearing the pump so unable to t/s. High bg t/s per dop. Patient's bg is 490 mg/dl. Nothing further was reported.